Manufacturer narrative:
Procode: dqx. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, a bentson straight fixed core wire guide's inner wire was exposed. It was reported that "the outer wrap on the wire pulled apart from the inner wire". This was observed after the wire was removed from the patient. The wire did not completely separate or detach into portions. The procedure was successfully completed using a new wire. It was reported that the same event occurred "one time each during two consecutive procedures". The second event is captured under MDR 1820334-2019-00069. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: investigation ¿ evaluation: a review of the complaint history, device history record, manufactures instructions, quality control, and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned packaged confirmed that one used tsfb-35-145 wire guide was returned. An elongated section was noted beginning at 7.1cm from the distal tip and was 8mm in length. The mandril and safety wire could be seen due to the spaces between coils in the elongated coil section. The mandril and safety wire appeared to be undamaged and securely placed. There was no evidence of mandril or safety wire protrusion. The weld ball was intact and no other damaged was noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. The first was for mandril protrusion and the second for foreign matter. While on of these nonconformances is related to the reported failure, it should be noted that the affected unit was scrapped and not replaced. It should also be noted that only one other complaint was found for this lot number was pr 250836 which occurred on the same day at the same facility, but in a different procedure. Furthermore, a review of the manufactures instructions, quality control procedures, and overall device history record was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Additional information: a2 (age at time of event), a3 (gender), a4 (weight) b5: the patient was a 58 year old male weighing 170 pounds undergoing a lower extremity angiogram. Access was obtained in the right groin with a another manufacturer's4fr micropuncture set. Another manufacturer's 5fr catheter was used during the procedure. There is no information regarding pre-existing conditions or patient anatomy available. The wire guide was not altered or manipulated through a needle. The procedure was completed successfully. D11: merit 4fr micropuncture set, 5fr angiodynamics omni plus catheter this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.